Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) leak in iab circuit. Reminded customer of the arrow disclaimer. Confirmed that she was doing the correct troubleshooting for this leak alarm. Suggested that customer try teleflex customer support for arrow¿s balloon to see if they had any other recommendations. Teleflex support told her to try to extend the hip but no new troubleshooting otherwise. Asked for a copy of the alarms and a picture of the y site. The alarm record showed multiple alarms in an hour. There was no blood or discoloration in the helium tubing. Asked for a video of the iab fill process and it was done correctly. Instructed customer to turn down the augmentation indicator down by 2. Customer then called again because alarm was still going off frequently. Informed customer needed to try a different pump. Explained there was a possibility this was the arrow catheter also but the only way to be sure was to try another pump. Over an hour later, they were able to get the new pump to the room and change it without issues. Explained if this pump started alarming, this was a catheter issue and if it were a getinge balloon we would suggest replacing. Shortly after, customer stated the pump was alarming again. Then spoke to the bedside attendant. Gave the caller the arrow disclaimer. Explained that the if this was a getinge (maquet) balloon, we would suspect a leak and recommend exchange of the balloon. The caller stated they were calling the cardiologist to replace the balloon. Customer was very thankful for my support. Encouraged customer to call with any other questions. After receiving more information from the customer on 5/31, they replaced the arrow balloon. There was no longer any alarms on the second console. There was no report of patient harm.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings and investigation conclusions). Corrected fields: b5, h6(health effect ¿ clinical & impact code). Additional contact information: (B)(6). A getinge field service engineer (fse) has stated that they confirmed that she was doing the correct troubleshooting for this leak alarm. I suggested that she try teleflex customer support for arrow¿s balloon to see if they had any other recommendations. Teleflex support told her to try to extend the hip but no new troubleshooting otherwise. I asked for a copy of the alarms and a picture of the y site. The alarm record showed multiple alarms in an hour. There was no blood or discoloration in the helium tubing. I asked for a video of the iab fill process and it was done correctly. I then instructed her to turn down the augmentation indicator down by 2. (B)(6) then called again because alarm was still going off frequently. I told her that we needed to try a different pump. I explained there was a possibility this was the arrow catheter also but the only way to be sure was to try another pump. Over an hour later, they were able to get the new pump to the room and change it without issues. I explained if this pump started alarming, this was a catheter issue and if it were a getinge balloon we would suggest replacing. Shortly after, (B)(6) stated the pump was alarming again and the fellow was at bedside. I then spoke to the fellow. I gave the arrow disclaimer. I explained that the if this was a getinge (maquet) balloon, we would suspect a leak and recommend exchange of the balloon. The fellow stated she was calling the cardiologist to replace the balloon. (B)(6) was very thankful for my support. I encouraged her to call with any other questions. Notified (B)(6) via email. A getinge field service engineer (fse) stated that there was no malfunction on the 2nd unit sn#(B)(6). For what it is worth, I do not believe there was an issue on the first unit either. The alarms ceased when the balloon was exchanged for a new one, thus it was a catheter issue. H3 other text : device not repaired

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) leak in iab circuit. Reminded customer of the arrow disclaimer. Confirmed that she was doing the correct troubleshooting for this leak alarm. Suggested that customer try teleflex customer support for arrow¿s balloon to see if they had any other recommendations. Teleflex support told her to try to extend the hip but no new troubleshooting otherwise. Asked for a copy of the alarms and a picture of the y site. The alarm record showed multiple alarms in an hour. There was no blood or discoloration in the helium tubing. Asked for a video of the iab fill process and it was done correctly. Instructed customer to turn down the augmentation indicator down by 2. Customer then called again because alarm was still going off frequently. Informed customer needed to try a different pump. Explained there was a possibility this was the arrow catheter also but the only way to be sure was to try another pump. Over an hour later, they were able to get the new pump to the room and change it without issues. Explained if this pump started alarming, this was a catheter issue and if it were a getinge balloon we would suggest replacing. Shortly after, customer stated the pump was alarming again. Then spoke to the bedside attendant. Gave the caller the arrow disclaimer. Explained that the if this was a getinge (maquet) balloon, we would suspect a leak and recommend exchange of the balloon. The caller stated they were calling the cardiologist to replace the balloon. Customer was very thankful for my support. Encouraged customer to call with any other questions. After receiving more information from the customer on 5/31, they replaced the arrow balloon. There was no longer any alarms on the second console.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a